Manufacturer narrative:
(B)(4). Results of investigation: carefusion could not duplicate the reported issue. The ventilator passed an extended test run using the customer¿s settings. The vent passed the initial alarm volume test and passed the final test procedure which measures the ptvs ability to correctly measure exhaled volume at many different volume settings. A review of the event trace indicates that the "blower demand exceeded alarm" conditions are preceded by alarm conditions that indicate the presence of a significant patient circuit leak. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient. The unit passed all testing's.

Event description:
It was reported by the customer that the unit was showing a "blower error" and would not ventilate. This unit was not on a patient at the time of the incident, the reported issue was discovered while checking the ventilator.